Manufacturer narrative:
Results: one used sample and one unused representative sample were received for evaluation. A visual/microscopic inspection of the used unit revealed that the broken catheter had been cut by an object. A visual inspection of the unused unit revealed no abnormalities. The unused sample was also subjected to a catheter pull test. The results showed that the catheter did not break and was within pull test specifications. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5259257. Conclusion: as absolute root cause for this incident cannot be determined. However, our quality engineer notes that there is no process in the manufacturing facility that could have caused the nonconformance indicated and that an automated vision inspection machine would have rejected parts not meeting lie distance requirements. Therefore, it is likely that the nonconformance occurred outside of the manufacturing facility.

Manufacturer narrative:
(B)(6) a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 20 g x 45mm bd arterial cannula with bd flowswitch had been in a patient for three days. During the patient's transfer, it was noticed that a part of the cannula lay in the patient's bed while the other part remained in the patient's arm. The patient had surgery to remove the broken cannula.